Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the drill bit ø2 qc l140 calibration 60 snapped while drilling during a procedure. The event did not delay surgery, and the procedure was successfully completed by opening a new drill. No fragments were generated, but the drill tip, approximately 20mm long, remained embedded in the bone. There was no reported requirement for additional medical intervention, and there were no consequences or impact to the patient aside from the presence of the drill tip in situ.